Manufacturer narrative:
1. DHR/bhr review(lot#3227129): 1) this batch of products were assembled at intima ii auto line 2 in september 2023, and packaged at r240 package line in september 2023. Work order quantity was (B)(4) ea. 2 )review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. Check the retained samples of this batch, no foreign matter is found at the tip of the needle. Please see attachment for the photos. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained samples, and no similar complaints have been received from other hospitals regarding this batch of products. As the specific status and composition of the lint-like foreign matter at the needle cannot be confirmed, the root cause of this defect cannot be determined, and the plant will continue to track and monitor this issue.

Event description:
No additional information provided.

Manufacturer narrative:
E1. Address information was not provided, therefore, xx was used as a place holder. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported intima-ii y 24gax0.75in prn/ec slm had foreign material at the tip of the needle. The following information was provided by the initial reporter, translated from chinese to english: the nurse prepares to puncture the child's indwelling needle, opens the needle and examines it to find what appears to be lint-like foreign material at the tip of the needle, which is immediately replaced and not used on the patient.